Manufacturer narrative:
(B)(4). The rotaflow unit was sent to the (B)(6) center in (B)(6), USA for repair. According to service report# (B)(4) the technician confirmed "head" error on power-up. The technician found potentiometer broken off of flow measurement pcb. He replaced the flow measurement pcb, the four rubber feet and power led. A calibration check, full functional test and safety check as per the service manual were performed and all tests passed. No further information is provided. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the rotaflow unit displayed "head" error during service works. No patient involvement. Therefore no patient harm. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). The defective flow measure board was sent with RMA# 34257 to germany for further investigation in our life cycle engineering (lce). According to the lce investigation report# (B)(4), 2 potentiometers were partially or completely torn off and traces were damaged. A possible cause for the damage is a mechanical force caused by improper handling. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.